Event description:
A customer reported that the speaker and vibration functions of their insulin pump were too quiet, making alarm sounds difficult to hear. There was no reported adverse impact on the customer's blood glucose level. Technical support verified that the pump was operating as intended and instructed the customer on adjusting sound settings. However, the customer was unhappy with the sound level and expressed safety concerns, leading to a decision to replace the pump. The customer declined to share an alternate method of insulin therapy.